Manufacturer narrative:
Olympus received the thunderbeat hand instrument for eval. The eval did confirm the user's experience. The teflon pad was found melted at the distal outer edge. Scratches/dark marks were found on the probe and in a similar site on the electrode of the grasping section. The damage indicated that the probe and electrode of the grasping section were in direct contact (jaw closed) while the output was activated. The damage sustained to the teflon pad on one side can occur when excessive force and/or twisting is applied during output activation while grasping tissue, and continuous activation of the output without tissue between the probe and jaw. The subject device was tested using an esg-400/usg-400 and a short circuit error was displayed.

Event description:
Olympus was informed that in the middle of a laparoscopic sleeve gastrectomy, the device started making a "loud screeching" noise. Then the generator displayed either a "probe damage" or "probe failure" error. The tips of the device looked fine and there was no need to clean them. The users were not working close to a staple line as they hadn't started stapling yet. The user mentioned that they were working on "thinner" tissues. A new device was introduced and worked without error. In addition, during the visual inspection of the device, the teflon pad on the device was thinning but still in place. There was no pt injury reported. (B)(4).